Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Data logs show numerous ingestion-like instances. The clinical states that a clot was observed in the inflow cage on the pump upon implant. The impella was returned for evaluation. A small amount of biomaterial was observed on the impeller on the returned device. The pump passed hemolysis testing with an modified index of hemolysis (mih) of 2.94. The root cause of the hemolysis was most likely due to biomaterial. Added h6 component code 925 f6/f8 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions including catheter position, pre-existing medical conditions, and small left ventricular volumes may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 9-year-old female admitted with unexpected right heart failure and left ventricular assist device (lvad) placement and impella rp was implanted for circulatory support. The pump was placed in (B)(6) 2023, and the support was for a total of 3 days, the team later in (B)(6) 2024 relayed there was hemolysis that occurred during the support that prompted dialysis. Additionally, there was fibrous material within the inlet cage at the time of explant. The patient was reported as stable and fully recovered.